Event description:
The patient received emergency room treatment for hypoglycemia after administering insulin to correct for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specs at the time of release. There is no reported pump malfunction and the pt stated that she administered excess insulin when correcting for elevated blood glucose levels. The pt has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.